Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found in system logs c-34 error was logged. Additional errors c-00, c-30, c-06, m-11, m-18, m-36, m-32, and m-0b were also logged, and testing was able to replicate the reported problem. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the integrated electrosurgical unit erbe error c-34 had occurred while the customer was setting up for a procedure. The caller removed the activation cords from the back of the erbe and restarted the system. A ground pad was checked, and the monopolar energy selections were available. The caller intended to inform the surgeon about the error that could prevent monopolar energy from working and requested a follow-up from field service engineer as soon as possible. The procedure outcome is unknown with no reported injury.